Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. Two devices were implanted at the index procedure that ended with good result of mr from grade 3 to 1 and a post-procedural mean pressure gradient of 4mmhg. 7 months after the index procedure the patient presented with severe mitral stenosis. The patient was hospitalized with symptoms of acute decompensation heart failure and progressive dyspnea with strongly reduced pump function (ef 30%). The tte performed showed a mean pressure gradient of 12mmhg. Physician suspected that this is the cause of the patient's symptoms. Baseline gradient was 2mmhg. A possible surgical treatment valve replacement will be discussed. As per the pi, no severe mitral stenosis was noted while reviewing the echo imaging.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Implanted.

Manufacturer narrative:
Upon further review of the complaint file, a change in lot/serial number was determined in association to the gradient increase. In this case placement of >1 pascal device resulted in gradient which increased more than expected, this event was not associated with a device deficiency or malfunction. Suboptimal trajectory (superior to inferior) of the pascal device in both the tricuspid and mitral space can contribute to increased gradients. Placement of multiple devices also increases gradients as valve area is decreased. As such, the event cannot be dissociated from the additional implant placed and the event is captured against the last implant deployed on the valve.

Manufacturer narrative:
The complaint for increased gradient was confirmed with other empirical evidence. Available information suggests that procedural conditions (multiple implants decreasing valve area) may have contributed to the reported event. However, a definite root cause is unable to be determined. In addition, no manufacturing non-conformities were identified from the investigation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h10 upon completion of the imaging evaluation, it was noted that after review of echo imaging, there is confirmation of high mean mitral inflow gradient. The mean mv inflow gradient progressed from 5 mmhg (hr 57-63) bpm immediately post procedure on (B)(6) 2022 to 9.8 mmhg (hr 75 bpm) in final follow up echo of(B)(6) 2023. Mva at baseline was 4.6 cm2 and after the successful implant of two pascal ace devices mva is 2.61 cm2. The two implanted pascal ace devices are stable in respective positions. Possible contributing factors to the high mv inflow gradient are patient related and include higher heart rate in the follow up studies. Mean gradients are affected by hr and flow conditions. Increased hr increases cardiac output, having an effect in valvular gradient measurements. Final residual mr appears semi-quantitatively, 2 moderate. Final mean mv inflow gradient measures 9.8 mmhg at a hr of 75 bpm. It was unable to confirm any device related issues or malfunctions.

Manufacturer narrative:
The complaint for increased gradient was confirmed with objective evidence per the imaging evaluation. No manufacturing non-conformities were identified from the investigation. Available information suggests that procedural conditions (multiple implants decreasing valve area, higher heart rate during follow up) may have contributed to the reported event. However, a definite root cause is unable to be determined.